Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Additional information indicates the pads were placed at the beginning of the tavr procedure in the or and remained on for the entirety of the procedure. The time from initiation of CPR to 1st shock was approximately 5 minutes. It is unknown whether the pads contributed to the patient¿s death. It is noted the mrx machine itself passed internal quality checks. The pads are unable to be returned and the EKG strips were not retained. Multiple attempts were made to request EKG strips, along with logs and patient event files; however, this information was not available and therefore, could not be analyzed. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The pads were not available for analysis. Multiple attempts were made to request EKG strips, along with logs and patient event files; however, this information was not available and therefore, could not be analyzed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and supplemental reporting will be completed. H3 other text : the customer stated the device passed internal quality checks.

Event description:
Philips received a complaint on the mrx defibrillator indicating that while attempting to resuscitate during a tavrs procedure, the doctor could not get the pads to adhere to the patient. After three tries to shock with no success, the doctor got a step stool allowing him to push hard on the patient. The patient was reported to have died.

Manufacturer narrative:
Patient outcome code = death. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the defibrillator pads did not adhere to the patient. It took three tries with the heartstart mrx defibrillator to shock and the patient died.